Event description:
The customer contacted stryker to report that their device's defibrillation electrodes were unable to stick to a patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. An ambulance arrived and patient care was transferred. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. The customer confirmed that they replaced the device's defibrillation electrodes and the reported issue was resolved. The device and electrodes were not returned to stryker for evaluation. The cause of the reported issue could not be determined.